Manufacturer narrative:
Novocure's medical opinion is that the contribution of the array placement to the cellulitis cannot be ruled out. Cellulitis is an expected event with optune gio device use (ef-11 0% and 1% ef-14 optune arm).

Event description:
An 81-year-old male with newly diagnosed glioblastoma (gbm) started optune gio on (B)(6) 2022. On (B)(6) 2025, the patient informed novocure that he had developed small, pimple-like bumps on the back of the neck, was evaluated by a healthcare provider (hcp), and prescribed an unspecified oral antibiotic. On (B)(6) 2025, the prescribing physician provided additional information, including an emergency department (ed) note dated on (B)(6) 2025, and an outpatient follow-up visit record dated on (B)(6) 2025. During the ed visit on (B)(6) 2025, the hcp assessed irritation on the left posterior scalp, consistent with cellulitis with overlying pustules/acne. The patient was treated with a course of doxycycline and cefadroxil, along with chlorhexidine wash. The outpatient follow-up notes from on (B)(6) 2025, indicated that the sores had completely healed following antibiotic treatment but subsequently reoccurred. The sores were located where the optune gio wires contacted the skin. The patient was prescribed doxycycline and cefadroxil, and additionally clindamycin wash. According to the physician, the patient was not hospitalized and continued optune gio therapy. In the prescriber's opinion, the event was related to optune gio treatment.